Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from egypt alleged discrepant results for two patients when testing with the cobas® sars-cov-2 & influenza a/b for use on the cobas® 58/68/8800 systems. The alleged samples initially generated a negative result for sars-cov-2. The same samples were repeated on a different platform (7500 system - extraction kit: chemagic viral nalgdna kit, p.n: cmg-1049 and detection kit: sars-cov-@ (n1+n2) real-time pcr detection kit, p.n: vs-nco313h) which yielded a positive result for sars-cov-2. Note, sample 2 was also repeated with the genexpert assay which generated a negative result for sars-cov-2. The positive results were reported. No harm was alleged.

Manufacturer narrative:
A batch MDR is being submitted to represent all the samples on a given run (batch 9324). This will represent one event on a single device as per FDA guidance. Although a root cause is not definitive, it is possible that the differences in assay technologies, the extended storage time of the samples, or the samples having a low titer are factors. Review of the provided dataset did not reveal any issues and contained several positive samples with robust curves and CT values which supports that the reagents are working as intended. The customer issue has been alleged on the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09446125190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 & influenza a/b qualitative assay for use on the cobas 6800/8800 systems (eua (B)(4), product code: qlt). The product catalog number for the test (384t) is 09233474190 and the UDI is (B)(4).